Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from australia alleged discrepant results for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The initial sample tested on cobas liat generated a sars-cov2 positive, influenza a/b negative result. The same sample was retested twice; once on the same and once on a separate cobas liat analyzer. Both generated negative results of all 3 targets. A new sample was collected and tested twice on two separate cobas liat analyzers and generated a negative result for all 3 targets each time. All results were reported. No harm is alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
A root cause has not been identified. Possible causal factors may be sample processing related including off-label collection and sample handling. This is a run-specific issue and the reagent is performing as expected. The product is performing as expected and no systems related issues were identified.